Event description:
(B)(4). Fatigue, lack of sex drive, constant headaches, among other symptoms which I did not now we're due to essure until I recently started researching. I now know for sure there is something wrong because I am currently pregnant.